Event description:
On (B)(6)/2009, the pt reported that 4-5 times in the past week, she "got too much insulin." She stated that she was using the quick bolus feature of the infusion device and while bolusing the infusion device gave more confirmation beeps than it should have. She stated that more insulin was delivered than she intended. No physiological effects were reported. The pt switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.